Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 207, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) over 600 mg/dl with moderate ketones, extreme drowsiness, polydipsia and polyuria associated with an alleged site/set/cartridge issue. Reportedly the patient remained on the pump and received intravenous fluids and other treatments at the hospital via their health care provider. During troubleshooting with customer technical support, it was noted that the patient accidentally inserted lantus into the cartridge causing the high bg. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of user error